Event description:
The cannula tips broke off and became lodged in the patient's abdomen during the procedure. The surgeon inserted two additional trocars through the same incision, in order to retrieve the original two trocar tips. Aside from additional anesthesia time, the patient was unharmed. Procedure: lap appendectomy.